Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to bulge on the left side of the penis resulting in discomfort. The ipp cylinder, pump, and reservoir was explanted and replaced with a new tactra penile prosthesis (tpp). The cause of the bulge is unknown from the physician, the patient has had multiple procedures and has scarring. The patient recovered following the procedure.